Event description:
A consulting surgeon saw the pt in 6/1999. At that time he reported the pt's symptoms were unchanged following a yag laser posterior capsulotmy performed in early, 1999. However, the pt's symptoms were helped with the use of pilocarpine 1% drops od, which she utilized for night driving. During this initial consult, the surgeon indicated the symptoms may have been the result of the lens being mildly decentered superiorly, but he felt they were most likely caused by internal reflections from the lens implant, which he stated was an uncommon but reported phenomenon. A lens exchage was scheduled for 8/19/1999. The pt changed mind. The exchange was rescheduled for 1/2000 and the pt changed mind again. Three years later, pt returned stating pt still had significant problems with glare and was having trouble reading fine print. The lens was replaced on 1/16/2003 with a different model. Outcome is not yet known.

Event description:
A consumer called to report that they are experiencing visual disturbances following intraocular lens implant (iol) surgery. Consumer reports seeing trails of light in their vision and is unable to drive at night. Consumer has requested to have the lens removed and replaced in order to allow them to continue to work as a seamstress. Additional information has been requested from their implanting surgeon. No other patient or event information has been provided.